Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was initially not deployed and during investigation the cannula deployed before opening the device. Damage was observed on the bottom housing cannula window indicating the chassis sub-assembly was incorrectly installed into the bottom housing. This resulted in a failure of the needle mechanism to deploy as intended.